Event description:
The intra-aortic balloon was inserted into the pt on 6/30/98 at 6:15 p.m and removed on 6/30/98 at 10:00 p.m. The intra-aortic balloon did not malfunction. A vascular surgeon was consulted. The pt had severe bleeding and a transfusion was required. The pt had a hematoma and bleeding at the groin, hemoglobin 10.1 to 8.9. Also, the pt developed loss of pulse and required 2 units of packed red blood cell's. The intra-aortic balloon was not returned to datascope. Event complications: severe bleeding/ transfusion/hematoma/loss of pulses. Pt's current status: discharged-reported 7/14/98.)